Event description:
Customer's husband reported that customer's adc blood glucose meter would not turn on with button press or with test strip insertion. Caller further reported that due to this customer had to call 911 three times (including on the day of the call) in the two weeks prior to calling adc customer service on (B)(6) 2015. It was further reported the paramedics provided unspecified "IV treatment" to the customer. No further information was provided as the caller declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual dates when the paramedics were called are unknown; except for when they were called to respond on the day of the call to customer service. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Initial MDR reported the device as a freestyle lite in error. The correct name of the device involved in this incident is freestyle freedom lite.

Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.